Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to boston scientific through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion, a drop in blood pressure, and increased heart rate. During a pulse field ablation (pfa) procedure a farawave catheter was used. The procedure was completed without issue, but upon a post-procedure check using intracardiac echocardiography (ice) it was found that a pericardial effusion that was noted on pre-procedure imaging had increased in size. There was also a decline in the patient's blood pressure and an increase in heart rate. A surface echocardiogram was conducted to confirm the effusion. Pericardiocentesis was performed. The last know condition of the patient was stable.